Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that there was an issue with regard to impedance. The patient was not feeling well the past 1-2 weeks. No fall/trauma or medical procedure done. Reports when he checked impedance today ((B)(6) 2013): 3+2- >800 ohms c/3: 620 ohms c/2: 411 ohms. It was reviewed with the reporter some of the causes of high impedance reading. Additional information received noted that the doctor did an impedance on the patient and noticed the connection (case + and 3-) was within 200-800 range. He put the patient on that program for the time being and will have the patient follow-up in 30 days. He also scheduled the patient for an x-ray of the leads. He will then discuss with the patient the option of revising the lead. If additional information is received, a follow up report will be sent.